Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that soon after the implant of the implantable pulse generator (ipg), the patient occasionally felt ¿part of the pacemaker fever¿, chest tightness and heart palpitations after sitting down. Two years later, the patient was hospitalized due to health issues unrelated to the ipg, and the patient was put on a holter monitor. The monitor showed that the heart rate reached rates below the programmed lower limit of the implantable pulse generator (ipg). Before the patient was discharged, the patient was told that the ipg was functioning normally. Currently, the patient has no discomfort and the ipg remains in use. No further patient complications have been reported as a result of this event.